Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor could not power up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, no loose connection was noted, the alternating current (ac) connection to the wall was swapped and checked for ac power and they are working well. It was also noted, a different known working monitor power core was swapped with the same result with monitor and was unable to power on. It was concluded that the monitor was faulty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.